Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error alarm during testing due to moisture damage on the electronic assembly. Unable to verify battery power loss alarm due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 105 mg/dl. The customer reported they received a critical pump error image on the pump screen. The customer reported that they received another alarm prior to the critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.